Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the operative complication sustained by the patient. There is no allegation within the journal article that a malfunction of the da vinci system, an instrument, or an accessory occurred or caused/contributed to the patient's bladder injury. The name of the hospital where the surgical procedure was performed, the date of the surgical procedure, and the name of the surgeon who performed the operation are unknown. Isi has attempted to contact one of the authors of the journal article to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: a patient reported sustained an unspecified bladder injury while undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's operative complication is unknown.

Event description:
On (B)(6) 2015, intuitive surgical, inc. (Isi) received gynécologie obstétrique & fertilité 43 (2015) journal article titled, laparoscopie robot-assistée pour endométriose colorectale: morbidité de la résection digestive et du shaving. (C.diguisto et al.,). Within the article, it is noted that a patient reportedly sustained an operative complication while undergoing a da vinci® shaving laparoscopy procedure. In the abstract section or the journal article, it is noted, we observed one conversion to laparotomy in the resection group and one case of bladder injury in the shaving group.